Event description:
Approximately 7 days after gore tag thoracic endoprosthesis implant, the patient presented with abdominal pain. It was discovered the original device had infolded. Immediately a reintervention occurred to implant an additional device. The patient is currently doing well.